Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. It was reported that the continuous glucose monitoring (cgm) feature displayed a "high" reading (blood glucose (bg) value of over 400 mg/dl. Upon follow up, customer provided a bg of 259 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.